Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was stuck in the rewind complete/bolus delivery loop. After troubleshooting, the insulin pump did exit the rewind complete/bolus delivery loop and completed the fill tubing process successfully. The loop occurred due to attempting a bolus while in the rewind/fill tubing process. Customer's blood glucose level was 429 mg/dl. The customer corrected her blood glucose level with an injection. The device was not returned.